Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was at 168 mg/dl. The customer stated that they called to lean how to check how much insulin they had left in their reservoir. The customer was assisted with the issue and was advised to change the infusion set at the same time. The customer was informed that infusion set samples can be sent to them. The customer was walked through how to change sets. No further assistance needed.